Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump received with constant unexpected restart alarm due to a faulty connector on the motherboard. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify signal too low alarm due to unexpected restart alarm. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.